Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Se screw mark was noted on the terminal pin and the tip and tines appeared intact and undamaged. The lead had no visible signs of damage that would lead to dislodgement. The lead passed electrical testing.

Event description:
Boston scientific received information that this left ventricular (lv) lead had product performance issue. Additional information indicated that this lv lead exhibited micro dislodgement due to diaphragmatic stimulation. This lv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had product performance issue. Additional information indicated that this lv lead exhibited micro dislodgement due to diaphragmatic stimulation. This lv lead was explanted. No additional adverse patient effects were reported.